Event description:
The facility reported "leak in tubing noticed after attaching tubing to IV and fluid leaked out in every direction." The tubing was primed with normal saline. No report of pt or user injury.